Event description:
(B)(4).

Manufacturer narrative:
Manufacturer narrative: customer stated that the transmitter has issues with the batteries emitting abnormal heat and smoke. Also, the battery door was melted, and there are dark spots inside the battery compartment. Device was not in use on the patient, but was being prepared to be used on the patient when the customer noticed the device starting to smoke. Therefore, there was no harm to the patient. Original batteries were disposed of by the customer. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Awaiting requested device for repair and failure investigation.